Manufacturer narrative:
The device was received deployed. Cracks were found on the outer housing. It could not be determined when or how these cracks occurred. Corrosion was observed on the pcb. Due to the observed corrosion, a leak test was conducted. A leak was observed on the reservoir fill port, it was determined that this leak diverted fluid from the intended fluid path resulting in the observed corrosion.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl while wearing the pod between 1 and 4 hours. As treatment, a manual injection was insulin was given.